Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity concomitant products: 350cc mentor memorygel breast implant (catalog #: 3503501, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with a 350cc mentor memorygel breast implant stated that her right breast is bigger, and there is indention across the bottom. MRI was performed on either (B)(6) 2017 or (B)(6) 2018 for the symptom. However, no abnormal findings were observed. The patient has an appointment with her physician on (B)(6) 2020, and plans to undergo unilateral removal and replacement with an unspecified implant on the same day.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).